Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). Manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Good condition with no appearance of any physical damaged. Check syringe plunger sensor was found in the event history log. The technician performed syringe test and the reported issue was duplicated. The root cause of the reported issue was found to be that the down pin was loose from the plunger head mount. Replaced dowl pin and plunger head mount. Performed syringe test and all functional testing which passed.

Event description:
It was reported that the plunger holder not functioning. No patient injury was reported.